Event description:
It was reported a spectrum pump has a "door latch" failure. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The door not fully latched messages were found to be caused by loose link screws. The screws were replaced.